Manufacturer narrative:
(B)(4). This report was determined to be a malfunction as there was no information that alleges a death occurred. In addition, the report source has been clarified to state that an independent repair center reported the malfunction.

Event description:
Manifold valve is stuck. Per the repair statement, this unit has low o2/yellow light.